Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100-152mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 95 and 93mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 7/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer also stated that the results he is getting from his truemetrix meter are reading higher than the trueresult meter. The customer is testing five or more a day (depending on how he feels) these are fasting tests. The customer is taking medication to control his diabetes (insulin and metformin).